Manufacturer narrative:
E3: occupation: interventional cardiologist. The actual device has been returned for evaluation. One 6 fr glidesheath slender device was returned. The returned sample includes the guidewire and shelf pack. The device was subjected to visual analysis. The outer coiling of the guidewire is unraveled from the inner core. The complaint can be confirmed for guidewire mechanical damage. The exact root cause cannot be determined. The likely cause is the guidewire was sheared with removed from the needle causing the unravelling of the guidewire. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the needle was inserted, but the wire would not track, although it was suspected that the needle was inside the vessel. Therefore, the wire was pulled out. At this point, it was noticed that the wire was unraveling. The wire was saved, although it appears the needle was thrown away. The procedure for the patient was a left heart catheterization. The patient's condition is stable, with no blood loss. The event occurred intra-operatively. No concomitant medical products were used with the involved device. Pending results of a computed tomography (CT) scan to determine if subsequent action is needed or if all components were removed. Additional information was received on 17 april 2025: the CT scan shows the filament is in the body. It is listed as non-occlusive and appears to not be in the artery. The patient wants it removed, so scheduling for removal is underway.